Event description:
A family member reported that the customer's reservoir contained champagne-sized air bubbles. The family member and/or customer were assisted with priming their insulin pump. The customer's reported blood glucose value was 491 mg/dl. The customer treated with manual injection/s. High blood glucose troubleshooting was declined. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.